Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006 the patient was presented for office visit for preoperative consultation. (B)(6) 2006 the patient was presented for office visit for follow up. Assessments: the MRI scan shows marked collapse of the l5-s1 disc space. There are changes at the l4-5 disc, which have been noted on previous exams, as well as l3-4. On (B)(6) 2006 the patient underwent anterior lumbar interbody fusion l5-s1 with 14 x 23 cages and bone morphogenic protein. Preoperative diagnosis: lumbar instability l5-s1. Perop notes: the centering distraction tube was placed and each side of the disc space was reamed with reamer to a depth of 32mm. Then cages filled with bone morphogenic protein soaked sponges were inserted in the disc spaces. After the cages were placed, the distraction tube was removed. The patient also underwent anterior exposure of l5-s1 interspace. On (B)(6) 2006 the patient underwent x-rays of the lumbar spine. Impressions: degenerative joint and degenerative disc disease. Post- surgical change. On (B)(6) 2006 the patient was presented for office visit with numbness in his feet. Physical examinations: he had limited range of motion of the lumbar spine due to stiffness and pain. He has a positive straight leg raise bilaterally at 60°. Reflexes are brisk at the knees and ankles bilaterally. Assessments: his symptoms were due to inflammation of the nerves. On (B)(6) 2007 the patient was presented for office visit with lower back pain and states over the last three weeks he has noticed his pain radiating into the right hip and leg. He also has some mild numbness and tingling of his feet. Physical examinations: he had limited range of motion of the lumbar spine secondary to stiffness. On (B)(6) 2007 the patient underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2007 the patient underwent MRI of the cervical spine and left shoulder. Impressions: multilevel degenerative disc changes with mild spondylosis extending from c3-c4 through c6-c7 slightly more pronounced at the c4-c5. No cord compression or spinal stenosis, accompanying uncovertebral hypertrophy resulting in mild-to-moderate multilevel foraminal stenosis most pronounced at c4-c5 bilaterally and c5-c6 on the right. Mild cuff ¿tendinonopathy¿ without evidence if cuff tear. Mild ac joint arthrosis. On (B)(6) 2007 the patient underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2007 the patient was presented for office visit with lower back pain and pain radiating into the right hip and leg. Also reported numbness and tingling in his feet. Physical examinations: he ambulates without any assistive devices. He can rise on his toes and his heels. He can do a partial deep knee-bend. Range of motion was very limited. On (B)(6) 2007 the patient was presented for office visit with severe lower back pain and pain radiating down to both legs. On (B)(6) 2007 the patient underwent MRI of the lumbar spine. Impressions: post-surgical changes at l5-s1. No disc herniation, spinal stenosis or significant foraminal narrowing at any level. On (B)(6) 2007 the patient was presented for office visit with chronic pain in the cervical region with radiation into the left shoulder and numbness and tingling primarily of the left hand. Physical examinations: he has limited range of motion of the cervical spine, particularly with rotation to the left, secondary to pain. Reflexes were brisk in the upper extremities and he was mildly hyper reflexes of the lower extremities. Assessments: reviewed the MRI scan of the cervical spine which shows multi-level degenerative disc disease with mild spondylosis from c3-4 to c6-7. He had also pronounced uncovertebral hypertrophy causing foraminal and central stenosis at c4-5 and c5-6 (B)(6) 2007 the patient was presented for office visit with increased pain in the lower back radiating down to the legs with numbness and tingling and coldness in his legs. Assessments: MRI scan which showed post-surgical changes at l5-s1, but no evidence of new disc herniation, spinal stenosis or significant narrowing. On (B)(6) 2007 the patient was presented for office visit with complaining of stiffness, pain in the back, pain in the legs. Physical examinations: he ambulates with the assistance of a cane. Range of motion was limited in all directions. Straight leg raising was negative. On (B)(6) 2007 the patient was presented for office visit with two months status post his fusion. He reported of chronic pain. No other complication was reported. Patient also underwent x-rays of the lumbar spine. On (B)(6) 2007 the patient was presented for office visit with headaches, nausea, numbness, tingling. On (B)(6) 2008 the patient was presented for office visit. He reported to be in horrible pain, was having multiple painful areas- neck, elbow, legs, back; depression. Assessments: spine x-rays were reviewed, though, and his fusion cages, one of the cages has slipped forward. On (B)(6) 2008 the patient underwent MRI of the lumbar spine. Impressions: mild bulging of the annulus at the l3/l4 level. Status post fusion at l5/s1. Small amount of fibrosis at l4-5. Multilevel spondylosis. On (B)(6) 2008 the patient was presented for office visit with low back pain radiating down to the back side and right side of the right leg down to the ankle. Diagnosis: post fusion at l5-s1 with continuing complaints of disabling pain. On (B)(6) 2008 the patient underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2008 the patient was presented for office visit with chronic pain and depression. He also reported erectile dysfunction. Physical examinations: he can do a partial deep knee-bend. Range of motion was limited. Straight leg raising was positive at 60°, bilaterally. Patient underwent x-rays of the spine. Impressions: which showed his fusion cage to be out of the disc space somewhat, but it doesn't appeared to have changed in the last three months. On (B)(6) 2008 the patient was presented for office visit with chronic lower back pain and bilateral leg pain. Physical examinations: range of motion was limited in all directions secondary to pain. He had a positive leg raising bilaterally at 60 degrees. Assessment: lumbar spine which showed the fusion cages at l5-s1 level and continued to show the cages somewhat anterior to the disc. On (B)(6) 2009 the patient was presented for office visit for follow up. No complication was reported. On (B)(6) 2009 the patient underwent CT scan of the lumbar spine. Impressions: anterior cages at l5-s1 with anatomic alignment noted. No evidence of a disk herniation. Facet joint arthropathy at l4-s1 and l5-s1. No evidence for disk herniation. On (B)(6) 2009 the patient was presented for office visit with chronic low back pain, numbness and tingling. He also underwent CT scan of lumbar spine. No complication was reported. On (B)(6) 2009, (B)(6) 2010 the patient was presented for office visit for follow up to his workers¿ compensation injury. No complication was reported. On (B)(6) 2013 the patient was presented for office visit with reports of increased sharp, stiff pain in the lumbar territory with shooting pains in the bilateral lower extremities. Assessments: lumbago, myofascial syndrome, radiculitis (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, the patient was presented for office visit with low back and left shoulder pain. Patient also reported stiffness, aching at the lumbar region with shooting pains into the lower extremities. Assessments: lumbago, myofascial pain syndrome, radiculitis, pain joint shoulder region, neck pain (cervicalgia).